Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "cassette not attached properly" alarm message when a latch is closed without an administration cassette attached. Service recommended a latch/lock flex strip sensor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm when the latch was closed. No adverse effects were reported.